Event description:
It was reported that the customer was hospitalized for two months and during that time, she did not use her insulin pump. The insulin pump had a blank display when she tried to restart insulin pump therapy. The customer's blood glucose level was 88 mg/dl. Standard troubleshooting was performed. The display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump passed the displacement test with a test battery cap. The pump had a cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)